Event description:
An elevated accu tni result of 13.42 ng/ml was generated by an access instrument and reported out of lab. The sample was collected in the emergency room. The patient had a normal ckmb and total ck result. No actual data was provided regarding these normal results. The attending ER physician questioned the elevated accu tni due to the normal ckmb and total ck. The lab reran the sample for accu tni and the result was 0.01 ng/ml. The customer did not indicate if the ckmb and total ck were repeated. There has been no change to patient treatment that can be attributed to this event.